Manufacturer narrative:
A successful functional test was performed on site. The ilogic user manual documents in the warning section that significant changes to the configuration of the procedure room, including introduction of new metallic equipment or movement of existing metallic equipment can affect the accuracy of the system. A case has been successfully completed since this event. In an abundance of caution, we are filing this MDR because of the add'l risk associated with multiple exposures to anesthesia.

Event description:
As initially reported on (B)(6) 2012, site experienced difficulty with registration and navigation and contacted superdimension after the event. The complaint noted that there was new equipment including a new anesthesia cart in the room. Add'l info received on (B)(6) 2012: site did not complete the superdimension procedure and the pt was under general anesthesia. No pt injury reported.